Event description:
Information received by medtronic indicated that the insulin pump battery compartment and the reservoir compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged broken retainer ring. Device received unable to perform any testing including the displacement test due to broken reservoir tube lip. The following were noted during visual inspection: broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, broken battery tube threads, stained end cap sticker and stained address/serial number. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. In conclusion, due to completely broke off reservoir tube lip on 5 series, unable to perform any testing.